Event description:
Reportedly, the instrument was applied on lower rectum (3cm). After firing the instrument, the rectum was open with no staples (the dlu was empty). The surgeon performed an ileocolostomy and the rectum was closed manually with sutures.